Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it is alarming vent inop while on a patient. The customer stated there was no harm or injury during this event.

Manufacturer narrative:
Vyaire complaint #: (B)(4). A vyaire field service representative (fsr) evaluated the device onsite and could not duplicate the problem reported by the customer. The device was tested and the field service rep confirmed it passed all testing and met all vyaire manufacturer specifications.